Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was initially reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube cuff leaked a couple weeks ago from the date of report. It was then reported that there was "leak in [the] balloon" many months ago. No patient injury was reported.

Manufacturer narrative:
One portex bivona neonatal and pediatric tts (tight-to-shaft) tracheostomy tube was returned for evaluation. Functional testing involved a leak test and showed a tiny pinhole was found on the cuff near the distal end of the shaft. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed inspection prior to shipment. Based on the evidence, the root cause of the reported issue was unable to be determined. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.